Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro clear covering on the jaws loosened, but did not completely break free. Nothing fell into the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. There was heavy char and tissue on the jaws. There was no damage to the heater wire. The wire remained attached at the base and the tip of the jaw without any deformation. The silicon insulation on the jaws appeared to be peeled and detached. The detached part of the silicon was not returned for investigation. Based on the return condition of the device and evaluation result, the reported complaint is confirmed for the reported failure mode " peeled".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro clear covering on the jaws loosened, but did not completely break free. Nothing fell into the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. There was heavy char and tissue on the jaws. There was no damage to the heater wire. The wire remained attached at the base and the tip of the jaw without any deformation. The silicon insulation on the jaws appeared to be peeled and detached. The detached part of the silicon was not returned for investigation. Based on the return condition of the device and evaluation result, the reported complaint is confirmed for the reported failure mode " peeled".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro clear covering on the jaws loosened, but did not completely break free. Nothing fell into the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.